Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Continued e1 additional (phone number) : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d9, e1, h3, h4, h6. Device evaluation: analysis of the returned device identified: crease fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge) and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.